Event description:
Customer reported consciousness after a blood glucose result of 40 mg/dl on the advantage system. His wife gave him orange juice with sugar, called emts. Emt meter result 10 minutes later was "over 200" mg/dl. Customer was transported him to hospital, kept overnight. A request was made for the return of the system and a replacement was sent.